Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) and shocks. This device is a single chamber device. Technical services (ts) reviewed the reports and stated the anti-tachycardia pacing (atp) accelerated the rhythm and the last of the three shocks converted the rhythm. The health care professional (hcp) stated that the patient was experiencing atrial fibrillation (af) at the time of the call. Ts discussed getting cardiology or electrophysiology (ep) involved. The device remains in use. No additional adverse patient effects were reported.